Event description:
It was reported to philips that the device's battery pins were damaged. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated was verified during visual inspection and found j1 pin 5 was bent.. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted.